Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient "experienced diaphragmatic pacing once the pacing system was implanted". The physician could not program left ventricular ring as a pacing vector and elected to use a different device. No patient complications were reported as a result of this event.